Event description:
The initial digoxin result for a pt sample was 3.40 ng/ml. When the same sample was repeated, the result was 1.24 ng/ml. The field svc rep found the measuring cell was bad and replaced it to repair the analyzer.